Event description:
It was reported that the patient felt pain while her dermatologist used a "high voltage electrical" instrument to remove a lesion during a skin cancer treatment in (B)(6) 2012. It was noted that the treatment was performed about the patient's eye. It was further noted that the patient felt pain where the dermatologist was working every time he used the instrument. The patient stated that the health care professional was aware of her implants, but was "in a hurry." The patient further stated that "since the procedure, she felt a sharp pain on the very top of her head and then the internal neurostimulators (ins) turned off." It was noted that if the patient left the ins on too long, she had a bad headache. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3387-40, lot# j0545158v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0542900v, implanted: (B)(6) 2005, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).